Event description:
Customer reported falsely elevated patient blood lead test results with LeadCare II.On (b)(6) 2026 the customer reported one elevated pediatric patient blood lead test result with LeadCare II to their Inside Sales Representative (ISR). The customer reported the patient was sent for venous confirmatory testing. The elevated LeadCare II result was not corroborated by the venous confirmatory test result. The ISR forwarded the report to Technical Services (TS).TS left a voicemail for the customer to request the Blood Lead Test Kit lot information and procedure followed for collecting and preparing capillary blood.On 07/09/2026 TS left a follow up voicemail.On 07/22/2026 TS called the customer for follow up. The customer reported the patient's venous confirmatory test result was "normal". Customer reported the patient received venous confirmatory testing at the patient's doctor's office and was unable to provide a copy of the confirmatory test results.Customer reported Level 1 and Level 2 controls were within range prior to patient testing using test kit 2602M. Customer stated paperwork was unavailable at the time of the call with TS and was unable to provide control values and test kit sub lot number.During troubleshooting TS asked the customer to describe their method applied for collecting and preparing capillary blood. The customer described procedures that do not align with the Instructions for Use (IFU):Wiping patient puncture site with D-lead wipes rather than washing patient's hands with soap and water and allowing hands to air dry.TS instructed the customer to follow the CDC guidelines for blood lead capillary collection and provided the CDC Capillary Collection video.Customer reported to be satisfied by assistance provided by TS.